Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#(B)(6), implanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(6), ubd: 29-jan-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1800mcg/ml at 300mcg/day, clonidine 4000mcg/ml at 66mcg/day, and bupivacaine 30 ,000mcg/ml at 5000mcg/day via an implantable pump. The patient¿s medical history included pancreatic cancer. It was reported that during the pump implant, there was difficulty in aspirating from the cap (catheter access port) once all catheter connections made and attached to the pump. Csf (cerebral spinal fluid) was noted from the spinal segment prior to attachment to the pump segment. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they removed pump from pump segment and flushed cap without issue. The healthcare provider also replaced the pump segment and collect. Still unable to aspirate csf freely. A dye study was performed to confirm location with results as expected with being intrathecal per the healthcare provider. No further troubleshooting. The issue was resolved at the time of the report, and it was noted the healthcare provider had no further information regarding the event.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the pump segment of the catheter that was replaced was discarded by the customer. It was reported that the patient was doing well and was responding to therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.